Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a cori assisted tka surgery, when disassembling the drill, the inner part of the ri robotic drill attachment came apart. Since the incident occurred after procedure, patient was not longer involved.

Manufacturer narrative:
H10 h6: the ri robotic drill attachment, part number rob10015, serial number (B)(6), intended for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device could not be established. The reported problem could not be confirmed with a visual inspection. The images provided does not confirm the inner part of the device came apart. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose retaining nut caused by vibration and build up of debris. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.